Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A cartridge change was performed resolving the issue. Reportedly, customer wore the pump in pocket and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Customer's blood glucose (bg) ranged from 170-316 mg/dl. A correction bolus was delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.